Manufacturer narrative:
The electrodes were evaluated by zoll medical corporation. The reported malfunction was not duplicated or confirmed. The electrodes were subjected to extensive testing with a test device which included power cycling in both rescue and non rescue mode without any discrepancies. The pads were functioning as expected. A replacement set of pads were sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated defibrillator was unable to detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.